Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient transport by the ambulance to the emergency room and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called an ambulance to be transported to the emergency room with hypoglycemia on (B)(6), 2026. The patient's blood glucose levels declined to around 40 mg/dl while wearing the pod between 24 and 36 hours. The patient was treated by the healthcare provider, who placed the pod into manual mode and paused insulin delivery for several hours. The patient was also given juice and several grams of fast-acting carbohydrates. The patient was discharged 8 hours later on (B)(6) 2026. The patient removed the pod at the emergency room.